Event description:
It was reported that on (B)(6) 2025, the patient underwent an orif with multiloc humeral nail short for surgical neck fracture. The sales representative received an order for the multiloc humeral nail short from an agency and arranged it as the usual set without the medullary reamer. According to the agency, a reamer is not included in the set for short nail. Since the patient is a young female, the medullary cavity was narrow, about 10 mm, and the bone quality was good. The surgeon tried to insert a thicker nail, and the 9.5 mm short nail in question was inserted into a 10 mm medullary cavity. However, the bone quality was good, and it could not be inserted. Although the surgeon demanded to perform reaming, the surgeon realized for the first time that the reamer was not prepared. The sales representative also realized that the surgeon did not know either. The surgeon inserted a nail with smaller diameter (8 mm) without a reamer. The surgery was completed successfully within thirty minutes delay. There was no harm to the patient.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: h3, h6: part: 04.016.039s. Lot: 8179p54. Manufacturing site: mezzovico. Release to warehouse date: 18 january 2024. Expiration date: 01 january 2029. A manufacturing record evaluation was performed for the sterile finished lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.